Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported not getting therapy results and reports a fall. The patient has had a lot of diarrhea, their symptoms have been really bad, their symptoms haven't changed, and reported an episode of constipation in april. They don't feel stimulation, synched with their ins, and report stimulation being on at 0.7v. The patient has been falling for the last five years, but didn't want to talk about the falls or get any more specific. They said the falls "were from a different medical issue you don't need to worry about." Stimulation was increased to 1.9v where they felt stimulation comfortably and will try this setting. They were also advised to connect with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.